Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had fan failure. The system displayed the error message "fan failure detected. During the technical inspection, it was confirmed that the defective fan is the front-mounted fan. There was no patient involved.

Manufacturer narrative:
After further review,this complaint is duplicate of tw 1420718,making it non reportable to the FDA.as a result,no follow up emdr is necessary.please cancel in your database.

Event description:
After further review,this complaint is duplicate of tw 1420718,making it non reportable to the FDA.as a result,no follow up emdr is necessary.please cancel in your database.